Manufacturer narrative:
(B)(6). (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Explanting physician reported capsular contracture baker grade iii diagnosed by ultrasound. The device has been explanted and replaced with a non-allergan device. This record relates to the left side.

Manufacturer narrative:
Visual analysis of the photographs identified: inflammation/irritation: unable to observe as it is a medical event that is not related to the device. Pain: unable to observe as it is a medical event that is not related to the device. Malposition: unable to observe as it is a medical event that is not related to the device. Capsular contracture: unable to observe as it is a medical event that is not related to the device. Additional observations: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Black particles observed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Physician reported left side ¿incipient left capsule fibrosis¿, ¿breast discomfort¿, and ¿upward dislocation of the left implant¿. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5.

Event description:
Healthcare professional later report use error and rupture that is not device related.